Event description:
When the surgeon was tightening the 2nd screw into the trident cup, the end of the universal scredriver shaft sheared off, and was seen to be resting in the head of the screw. The customer further stated that since the ceramic shell is encased in a titanium sleeve this would prevent the metal from migrating into a more harmful position, and therefore it was decided to leave it where it was.